Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had distal end golden rim no longer visible. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the light guide-bundle of the video cable section was broken, and the light transmission was lost or too low. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, the light guide-bundle of the video cable section was broken and therefore the light transmission was lost or too low, and for the other malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.